Event description:
During the ivtm treatment, the customer reported that the thermogard xp ivtm system (sn (B)(6)) encountered an unstable patient temperature issue, detected during the rewarming phase. The patient temperature was always higher than the target temperature, and the external temperature probe indicated slightly lower than the target temperature. The patient, a victim of electric shock (240v ac), was given CPR during transportation to the hospital. Previous CPR from the time of accident to the ambulance arriving is not known. The temperature of the patient had been reduced for a period of over 24 hours. Signs of fever were detected, and patient was kept at a lower temperature for a slightly longer period of time. The thermogard console reportedly worked without any known issues during this period, both the target and patient temperature were reported as stable. During the re-warming phase, however, client reported that patient temperature was not stable and exceeded the target temperature. On arrival of the technician from the distributor, it was noted that an external temp probe was showing 36.7°c while the thermogard console was showing target temp of 37°c and the patient temperature was 37.6°c. During further periods of observation, the displayed patient temperature fluctuated between 37.5°c and 38.5°c on the thermogard, the separate monitor with external temperature probe indicated a temperature of between 36.7° and 36.9°c. The console was then tested with the tp400 device (a temperature simulator that the zoll engineer normally uses), and both the cooler and heater functioned normally. The thermogard showed the change in temperature of the coolant on the bar-graph display and the roller pump stopped and started, according to the demand. Due to the machine being connected to a patient the technician was unable to test the console for a long period of time. Therapy was discontinued. No impact or consequence to the patient was reported. The technician replaced the damaged temperature cable and observed the machine. There was no obvious change in the temperature, so the technician advised the doctor in charge of the need to change the temperature probe. The doctor disagreed with the suggestion because the machine had worked and displayed correctly during the cooling phase. The zoll technician in malaysia was contacted for advice. The distributor's technician went over the information and sent photos of both the monitor and thermogard display. The zoll technician suggested either the temp. Cable or probe could be the issue. As the site had already fitted the new temp. Cable, the distributor's technician spoke with another doctor and arranged for the temp. Probe to be changed. There was some discussion regarding the cost of the temperature probe and a generic probe was installed. This probe was visually and physically identical to the zoll probe. After installation the thermogard display showed the correct target temperature after a few minutes. After 2 hours, it was again reported that the thermogard was indicating the incorrect temperature. They were asked to fit a zoll probe and recheck and inform biomed of the results. The technician has not received any confirmation of this or any updated information.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The customer's reported complaint that the thermogard xp ivtm system (sn (B)(6)) encountered an unstable patient temperature issue was not confirmed during the review of the event logs or functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. Unrelated to the reported complaint, the coldwell cap was observed to be missing. The customer was using a local-made cap instead. During the review of the event logs, tcmid:06 error message was observed, unrelated to the reported complaint. The log shows the compressor started but failed to cool the bath by 0.5°c within 3 minutes. The thermogard xp ivtm system passed functional testing including the power-on-self-test (post) and system slew rate test without issue. The cooling and rewarming simulation was performed using a start-up kit (suk), quattro catheter, real patient temp. Probe in 250ml distilled water, and an external thermometer. No error messages occurred during the entire simulated run-in test process. The console detected the patient temperature (t1) accordingly with an external thermometer as reference. The console cooled and rewarmed within the needed specification. The customer's complaint was not reproduced. It is suspected that the patient temperature probe used by customer was malfunctioning or had a loose connection between the blue cable with patient temperature probe. The tcmid:06 observed in the event log was not reproduced. The error message was possibly due to abnormal inlet power supply to the console. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.